Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not specify if this was the initial use of the device. The customer also did not provide a lot number. The device history record and complaint database could not be reviewed. A f/u report will be submitted when the eval has been completed. Eval method: the device history record and complaint database could not be reviewed. Conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that the rotator broke during use. No harm or injury was reported.